Manufacturer narrative:
An implant summary card (sgpv00 (B)(6), conduit only) was returned from the user facility for a patient with an existing artivion tissue (sgp020 sid (B)(6)). Sgpv00 (B)(6) - date of implant (B)(6) 2023, sgp020 sid (B)(6) - date of implant (B)(6) 2021, patient dob - (B)(6) 2021. This investigation is relegated to sgp020 sid (B)(6). Some additional information received. ¿this patient had a pseudoaneurysm at the suture line of the homograft. They had to remove the graft to fix the problem." Multiple attempts for additional information have gone unmet. No further information forthcoming. No product was returned to the manufacturer. A review of the information was performed and it was confirmed that all records were controlled, available for review, and met all specifications. A review of the training records indicates that the technician who inspected this graft was appropriately trained for the task performed. No attributes noted. The certificate of assurance (coa) for cryopatch sg pulmonary branch (sgp020) (B)(6) was reviewed. All attributes identified during inspection were documented appropriately on the certificate of assurance. There are no rejectable attributes. During inspection but prior to packaging, a qualified inspector wearing surgical loupes inspects the graft. As part of inspection of the graft, the final label measurements are determined by the inspector. The inspector¿s training records were reviewed, and she was found to be appropriately trained at the time the task was performed. A review of the available information was performed. According to our implant database, the explanted tissue, sgp020 serial number: (B)(6) was implanted into a 19-day-old female on (B)(6) 2021. The implant summary card indicates that it was used as a ¿patch¿; other details related to this implant procedure are unavailable at this time. Per the additional information received, this original sg pulmonary branch patch was explanted on (B)(6) 2023, approximately 21 months post-operative due to a pseudoaneurysm at the suture line; the specific location (proximal or distal) remains unknown. Per the initial information on the implant summary card received, a sgpv00 (pulmonary valve & conduit sg) was implanted during this same procedure. The implant summary card indicates that it was used as a ¿conduit only.¿ operative notes are not available for the incident or reoperation currently and no additional information is pending. No laboratory or pathology reports have been provided to lend more information related to the cause or extent of the reported pseudoaneurysm. Homografts remain one of most used materials for pediatric cardiac reconstruction procedures, despite the likely need for future reoperation, especially when used in neonates and infants <2 years of age. Reoperation for pseudoaneurysm formation in this patient population is a known occurrence also described in the literature. (Bielefeld 2001, brown 2005, kalfa 2012, rodefeld 2008, levine 1995). No tissue sample was returned for evaluation and there is insufficient information to determine a root cause of the reported pseudoaneurysm. Reoperation due to anastomotic pseudoaneurysm in this pediatric population is not an unexpected outcome as reported in the literature. Based on the available information, a definitive root cause for this event cannot be determined. Additionally, without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion. Artivion will continue to monitor similar complaints to determine if additional actions are warranted.

Event description:
An implant summary card (sgpv00, conduit only) was returned from the user facility for a patient with an existing artivion tissue (sgp020 (B)(6)). Sgpv00 (B)(6) - date of implant (B)(6) 2023 sgp020 (B)(6) - date of implant (B)(6) 2023 additional information: this patient had a pseudoaneurysm at the suture line of the homograft. They had to remove the graft to fix the problem."

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion ¿ formerly cryolife/jotec is accurate or has been confirmed by artivion ¿ formerly cryolife/jotec.